Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the heart lead flex was out of specification. It was also noted that the upper case, lower case and side bail covers were broken, the battery drawer, knobs and lead flex cover were contaminated, the battery contacts were compressed and the keyboard was scratched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported there was no ventricular pacing output. There was no patient involvement.